Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle from lot: 8247890. Consumer reported found 2 that were clogged and would not allow humalog thru the needles. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was bent; however, no evidence of manufacturing defects was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. The bent npe cannula would be the cause of no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during flow check and injection. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 320122, batch no: 8247890. It was reported that no insulin flow during flow check and injection. Bd nano pen needle 32g, 4mm found 2 that were clogged and would not humalog thru the needles. Found during the flow check and not during injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during flow check and injection. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8247890 it was reported that no insulin flow during flow check and injection. Verbatim: bd nano pen needle 32g, 4mm found 2 that were clogged and would not humalog thru the needles. Found during the flow check and not during injection.